Event description:
The nurse opened the syringe packaging and proceeded to obtain an arterial blood sample. According to the nurse's report, "the blood bypassed the plunger end of the abg, arterial blood gas, syringe and blood came out the top of the syringe onto the scrubs and floor without filling the abg syringe." There have been other anecdotal reports of this same event occurring.